Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2002. (B)(4). Evaluation summary: the device met 98.77% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The patient reported that the device was "defective." The device had previously been returned to medtronic, with paperwork indicating it was replaced due to eri (elective replacement indicator). Follow-up was not attempted due to the time since explant and patient noting an apparent switch in physician office. The device was explanted and replaced. No patient complications have been reported as a result of this event.